Event description:
Complainant called to report that they had problems with insulin pumps. Within the last year, they have had five replacement pumps. Complainant feels that there may be a problem with the design of the pump